Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. During a visual inspection of the returned cycler exterior, physical damage was noted to the top and bottom covers, the power entry module, and the rear panel was misaligned. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. A voltage verification check was performed and failed. The failure was traced to a power entry module ground cable making contact with a metal prong, causing a short. The power entry module was replaced for further testing. The cycler was able to power on successfully. The voltage verification check passed. System air leak and valve actuation tests were performed and passed. A pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support that the patient got up to use the restroom and the liberty select cycler fell over and powered down. There was no noticeable damage to the cycler but it would no longer power on. Different power outlets were tried, the power switch was flipped, and the power cord was reseated but the issue persisted. Fresenius advised to discontinue use of the device. A replacement cycler was issued. An alternate form of treatment was not available. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient contacted the peritoneal dialysis registered nurse (pdrn) for assistance with preparing the continuous ambulatory pd (capd) treatment. The patient was able to complete treatment on the reported event date via manual exchange. The replacement cycler was received. The cycler was returned to the manufacturer. Upon evaluation, thermal decomposition was identified.